Event description:
It was reported that the patient experienced leaking was wearing 1-2 pads per day with a 4.5cm cuff. The patient wanted to be more dry and had an artificial urinary sphincter(aus) cuff replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be recovering.

Event description:
It was reported that the patient experienced leaking was wearing 1-2 pads per day with a 4.5cm cuff. The patient wanted to be more dry and had an artificial urinary sphincter(aus) cuff replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.